Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2018 with the following findings: review of the pump history revealed the last bolus and basal deliveries were made on (B)(6) 2017 at 5:43 pm and 5:48 pm, respectively. The bolus history showed a 2.85-unit normal bolus delivery on (B)(6)2017 at 11:58 am and another canceled combo bolus recorded at that same time. The combo bolus feature records the ¿start¿ time of the combo bolus and only records it in the bolus history when the combo bolus is fully completed or canceled and no longer active. On investigation, ¿ez-prime¿ steps were performed correctly. No errors, alarms or warnings occurred during the investigation. A 10-unit normal bolus and 10-unit audio bolus were correctly delivered and recorded at the correct time and in the correct order. Investigation revealed the pump performed within specification and without malfunction. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The pump history was allegedly recording insulin deliveries out of order. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.